Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. During the past occlusion alarms, the customer removed their infusion set site and no issues were observed with the sites. The customer's blood glucose level was not impacted. Tandem technical support educated the customer in regards to how occlusion alarms impact the insulin on board. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.